Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip detached inside of the patient at an unknown amount of joules. Per the customer, the fiber tip was retrieved. No patient injury was reported.